Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient used unspecified antibiotics (dose, frequency and route not reported) for the treatment of peritonitis. It was not reported if the patient was hospitalized for the event. The patient recovered from the peritonitis. On an unreported date, peritoneal dialysis therapy was withdrawn. No additional information is available.